Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated customer tested on the mobile system and received a result of 83 mg/dl. Customer had hypoglycemic symptoms of being in a cold sweat and having blurred vision at the time of this result. A subsequent test was made on a competitor device which produced a result of 40 mg/dl. Customer was treated by mother with "some sugar." Additional tests were performed on the mobile system after receiving treatment. The results were obtained within 4 minutes of the 83 mg/dl result: 132 mg/dl, 77 mg/dl, 152 mg/dl, and 112 mg/dl. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.